Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during excision of skin lesion on the patient's forehead, there were 2 repeated suture breakages. On the second occurrence, the needle could no longer be located. The patient was sent for an x-ray with a marker placed in order to locate the needle. Patient was then returned to the procedure room for the removal of the needle. There was serious patient injury.